Manufacturer narrative:
A visual and functional inspection was performed on the returned device. The reported leak was not confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation was unable to determine a conclusive cause for the reported leak. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a lesion in the right coronary artery (rca). The 3.5 x 38 mm xience skypoint stent delivery system (sds) was advanced to the target lesion and during the initial attempt to inflate the balloon, a leak was noted coming out of the hub. The balloon did not inflate at all. Therefore, the sds was removed without issue. A new sds was used to complete the procedure successfully. There was no clinically significant delay in the procedure and no adverse patient effect. No additional information was provided.